Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy system, 58 mm pinnacle cup with a 40 metal liner, an 8 high offset cemented stem with a +5/40 ball. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: failed right hip fixation.